Event description:
A report was received that the patient had developed an infection at the lead site following a recent lead revision. The patient's symptoms were redness and swelling. The patient underwent an explant procedure and was administered with intravenous antibiotics. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient had developed an infection at the lead site following a recent lead revision. The patient's symptoms were redness and swelling. The patient underwent an explant procedure and was administered with intravenous antibiotics. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: st linear lead, 50cm. Model # sc-3138-35, serial # (B)(4), description: scs phiii ext 35cm, model # sc-1110-02, serial # (B)(4), description: precision implantable pulse generator the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.